Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a esophagectomy. The stapler was being used for reconstruction of the gastric tube. The nurse connected the device following the normal process. The surgeon pushed the green button and tried to fire the device, however could not. To complete the procedure, a new reload was used successfully. No patient injury or extension in surgical time. Patient status is no problem.